Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, customer delivered a bolus as they were trending low, which further lowered bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.